Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na

Event description:
It was reported that this was a triclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5. The triclip delivery system (tcds) was advanced and placed in the anterior-septal position. While establishing final arm angle (efaa) the clip opened to 10 degrees. The tcds was removed from the patient and exchanged. The procedure was complete with three triclips implanted reducing the final tr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).